Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2023 where it was discovered that the patient's scs system was explanted on an unknown date for an unknown reason. No further information is known at this time.